Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited conversion difficulty during induction testing. The lead was repositioned without resolution. The procedure was completed and the device was turned off. The plan was to perform another induction testing but the patient decided to leave against medical advice. The device was turned on, programmed to a single zone at 170 bpm. The physician will attempt to have the patient come back for the necessary induction testing. No adverse patient effects were reported. As of today the device remains implanted and in service. New information received indicates that eight days post implant the patient underwent induction testing which was ineffective. The s-ICD system was explanted and replaced with a transvenous system.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.